Event description:
It was reported that during a gluteus medius repair surgery, a healicoil anchor broke after the orange knob was turned. The anchor broke basically in half; it had good pull out strength and was left in place by the surgeon. The broken pieces were retrieved from the patient using surgical forceps. There was no need to drill additional bone holes; therefore no voids were left in the patient. As mentioned before, surgery was completed with the same device without any delay. Patient is reported healthy. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H6, health effect - impact code was updated. H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation showed two pieces of the proximal anchor were returned. One piece is off the inserter. The other piece of the anchor is on the twisted/deformed end of the inserter. Both pieces of the anchor are deformed. The metal slot that holds the proximal anchor in the outer shaft has been twisted with the anchor on it. There is bio debris on the whole device. A functional evaluation could not be performed due to the deformed condition of the device. Based on the condition of the product material, additional material testing is not required. The complaint was confirmed and the root cause was associated with unintended use of the device. Factor that may have contributed to the reported event include an application of unintended inappropriate or excessive force during insertion can cause failure of the suture anchor or insertion device. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. Based on the information provided no clinical factors were found which would have contributed to the reported breakage. The device instructions for use does caution that ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ the healicoil anchor is implantable, biocompatibility is not an issue. Micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. A review of a customer provided image shows a box with documents enclosed, the information stickers outside the box reference two complaint cases. There is no sign of a device nor information of part numbers or lots. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of material certifications found that a certificate of analysis (coa) is required for raw material. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.